Manufacturer narrative:
Concomitant medical products: addrl1 ipg; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible over-sensing/electromagnetic interference (emi) during operation. It was also reported that a slight decrease in impedance measurement was noted on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.